Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the central display of the heart lung console went partially blank. The essential pumping functions of the device were not affected by the event. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.